Event description:
The reported event was from an observational study for a femoral popliteal bypass surgery (fem-pop) with a flared-end graft. Patient had 2 devices one for the right lower extremity and one for the left lower extremity. On postoperative day 4, the patient developed cerebral infarction and has undergone rehabilitation.

Manufacturer narrative:
The reported event was from an observational study for a fem-pop bypass with a flared-end graft. A device history record review was performed and the device was found to have met all specifications. The sterilization records were reviewed and there were no deviations found during the process. Review of complaints does not show any similar reports related to a device failure. The report stated that the physician did not believe that the event was related to the product. The other reports related to the observational study are: 1219977-2014-00055, 00056, 00057, 00058, 00059, 00060, 00061, 00062, 00063, 00064, 00070, 00074 and 00098.